Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultravue meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that her blood glucose results had been unstable for one week prior to contacting lfs. At an unspecified time on (B)(6) 2017, the patient claims she obtained blood glucose readings of ¿280, 220 and 100 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes with a combination of self-adjusted insulin (lantus 5 units every morning) and oral medication (glimepiride half a tablet every morning and glactiv 100 mg every morning). The patient did not report making any any changes to her usual diabetes management routine in response to the alleged inaccurate results. The patient stated that at an unspecified time on (B)(6) 2017, after the alleged issue began, she developed symptoms of ¿lips trembled and heart throbbed.¿ the patient reportedly tested her blood glucose at the onset of symptoms on an unspecified device and a result of ¿77 mg/dl¿ was obtained. The patient reportedly treated herself with glucose on the advice of a doctor and consumed a banana. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.